Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners are cutting into their gum line where they have a crown located. They have pain and the area keeps bleeding. Provided patient with fit tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.